Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5370 showed fourteen other similar product complaint(s) from this lot number.

Event description:
It was reported "inserted on (B)(6) and discovered leak/removed on (B)(6)". Additional information received 03/24/2022: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Infusion and flushing. What was infusing when the leak was discovered? Saline and antibiotics. Any patient symptoms related to fluid leak? No. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿harm¿ but required an over-the-wire exchange to place another PICC. Pt was anxious and angry due to the additional procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the injection cap and the luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the cap, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the cap and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "inserted on (B)(6) and discovered leak/removed on (B)(6)" additional information received 03/24/2022: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Infusion and flushing ¿ what was infusing when the leak was discovered? Saline and antibiotics ¿ any patient symptoms related to fluid leak? No ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿harm¿ but required an over-the-wire exchange to place another PICC. Pt was anxious and angry due to the additional procedure.